Event description:
This is a spontaneous case report received from a physician in united states on 31-dec-2015 which refers to a 4(B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. After the procedure, patient experienced pain and bloating. She asked physician to remove it. Salpingectomy was performed on (B)(6) 2015. Patient continued with pain and bloating. CT revealed no inflammation or any complications. On (B)(6), during the office visit, patient was asking for hysterectomy. Event was ongoing. Essure was removed. Company causality comment: this is a medically confirmed spontaneous case report that refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for contraception. After the procedure she experienced pain and asked for essure removal. A salpingectomy and essure removal was performed less than a month later. She did not recover and is requesting a hysterectomy. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of essure inserts in the fallopian tube and that the insertion is a recent procedure, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Product technical complaint investigation and final assessment were received on 07-mar-2016: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Follow up 09-mar-2016: follow up information received from physician. Essure lot number was provided, d06934. The placement was uncomplicated. On (B)(6) 2015 the patient complained of bloating and fatigue. On (B)(6) 2015 the essure devices were removed by laparoscopic salpingectomy. On (B)(6) 2015 the symptoms not improved. On (B)(6) 2015 the patient had a negative CT scan. On (B)(6) 2016 the patient had a normal colonoscopy. On (B)(6) 2016 the patient had a total laparoscopy hysterectomy with unremarkable pathology. No additional information was provided. Company causality comment: this is a medically confirmed spontaneous case report that refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for contraception. After the procedure she experienced pain and asked for essure removal. A salpingectomy and essure removal was performed less than a month later. She did not recover and then three months later, a hysterectomy was done. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of essure inserts in the fallopian tube and that the insertion is a recent procedure, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Updated technical assessment (with lot number) is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Expiration date: 28-sep-2017. Production date: 02-sep-2014. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirement. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-feb-2017: quality-safety evaluation of ptc updated. Company causality comment: this is a medically confirmed spontaneous case report that refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for contraception. After the procedure she experienced pain and asked for essure removal. A salpingectomy and essure removal was performed less than a month later. She did not recover and then three months later, a hysterectomy was done. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering the localization of essure inserts in the fallopian tube and that the insertion is a recent procedure, the causal relationship with essure cannot be excluded. This case is regarded as incident since a device removal was required. The technical assessment concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs